Event description:
Repair request initiated for device with the report of overheating and noise. It was reported there was no patient involvement. Repair request escalated to a product event based due to return in less than 90 days from purchase or repair.

Manufacturer narrative:
H3: product analysis:evaluation determine that the reported malfunction of overheating was not confirmed and maximum temperature of collet was measured to be below 105f. No failure found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On follow up it was reported that it happened during pre-op and there was no patient impact.

Manufacturer narrative:
Updated field - b5 & b3. B5- on follow up it was reported that it happened during pre-op and there was no patient impact. B3. Date of event: 20 dec 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.